Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of short battery runtime is confirmed. The battery failed the battery load test. The returned battery lost power after approximately 26 minutes when operating on battery power. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the field service engineer (fse), that during use on a patient, the intra-aortic balloon pump (iabp) shut down while on battery power. As a result, the pump was plugged back in once it stopped pumping. The pump was sent to bio-med at a later time, after the intra-aortic balloon (iab) was taken out. Biomed ran pump for 30 minutes on battery, battery voltage dropped from 12 to 11.7 after 30 minutes. Biomed replaced the battery, performed preventative maintenance and functional check, pass all. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the field service engineer (fse), that during use on a patient, the intra-aortic balloon pump (iabp) shut down while on battery power. As a result, the pump was plugged back in once it stopped pumping. The pump was sent to bio-med at a later time, after the intra-aortic balloon (iab) was taken out. Biomed ran pump for 30 minutes on battery, battery voltage dropped from 12 to 11.7 after 30 minutes. Biomed replaced the battery, performed preventative maintenance and functional check, pass all. There was no report of patient complications, serious injury or death.